Event description:
It was reported that an insulin gauge displayed an amount different than expected, specifically showing 24 units instead of the expected 185 units, which was a difference greater than 30 units. There was no reported impact to the customer's blood glucose level. The customer received guidance on ensuring the correct process for removing air from the cartridge before filling it but chose not to load a new cartridge, opting instead to reload the same cartridge and monitor the issue further.